Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer experienced an error on universal surgical manipulator (usm) 4 followed by usm 4 being disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors on the usm 4 axes controller (carriage) processor (acc) node. The tse recommended the customer power cycle the system to resolve the error, however, the customer could not perform a system power cycle at the time and advised the tse that the system would be power cycled when the opportunity arose. Prior to ending the call, the tse explained to the customer that the error might return following a power cycle. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system's functionality was checked by the customer upon powering on the system and it was confirmed that the system initially powered on without errors. Following the reported issue, the customer experienced a non-recoverable fault and was subsequently required to power cycle the system. However, when the system powered back on, usm 4 continued to present errors/faults and remained disabled. As a result of the issue, the procedure was completed robotically utilizing three usms without injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified non-recoverable error 319 on universal surgical manipulator (usm) 4. As a result, usm 4 was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with the complaint to perform failure analysis and confirmed the customer reported issue. The usm was analyzed and tested on an in-house system in normal mode where it failed with error 319. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed the fiber test for rolling loop. After further investigation, the rolling loop was inspected and damage was found. A gold rolling loop fiber was installed and re-tested with a passing result.